Event description:
Telemetry issues were reported. It was also reported that the implantable neurostimulator was displaying an end-of-life/end-of-service message. An overdischarge was suspected, and may be the third overdischarge for this device. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).